Event description:
A parent reported a serious medical event involving a patient experiencing failure of insulin delivery from a pod without a clear error notification. The pod was worn on the abdomen for an estimated duration between 5 and 24 hours. On (B)(6) 2026, a new pod had been applied the prior evening. Despite insulin delivery appearing to occur and multiple correction boluses reportedly given, blood glucose levels increased significantly. A fingerstick blood glucose test using a backup meter showed ¿hi,¿ indicating values greater than 500 mg/dl, and ketones measured 3.1 (units not provided). The patient developed symptoms including nausea, vomiting, weakness, and sleepiness. Emergency medical services were contacted, and the patient was transported to the emergency department, where diabetic ketoacidosis was diagnosed. The patient remained under medical care for approximately 5 hours and was treated with intravenous fluids only, without intravenous insulin. The pod in use was removed and discarded by medical staff. A replacement pod was applied during hospitalization, after which insulin delivery resumed, and blood glucose levels decreased to approximately 160 mg/dl. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.